Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with fortum (500 mg, frequency and route of administration not reported) and amikacin (125 mg, frequency and route of administration not reported) for peritonitis. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.